Event description:
It was reported that noise was observed on the stored egm. The patient was asymptomatic during an episode. The pacing lead impedance was low. The noise was not reproducible. Hence, the lead was capped and replaced.

Manufacturer narrative:
Na